Manufacturer narrative:
Software investigation completed. Per log file analysis log analysis it appears that the scope was initially successfully connected, and then was disconnected for a long period of time. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the stealthstation s7 system exited unexpectedly. The system was sitting idle for approximately twenty minutes during navigation, when the surgeon returned to use it, the screen displayed a message: "exiting please wait". The system was re-booted, navigation resumed and the procedure was completed with the use of the stealthstation s7 system. There was no negative impact on the patient outcome reported.

Manufacturer narrative:
Patient weight unavailable from the site. No parts or files have been received by the manufacturer for evaluation.